Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition could not be duplicated during the service however the bubble sensors were replaced as precaution. Calibration procedure and cool flow pump final test procedure were performed and the unit was operating within specifications of test and calibration. The device history record for pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during an a-fib procedure, the cool flow pump did not give bubble alarm and micro bubbles were found at the end of the tubing kit close to the catheter and after the pump sensor. The patient suffered a mild stroke confirmed by an MRI, with dysesthesia on the right hand, and extended hospitalization was required but complete remission of symptoms was expected.